Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/26/2017 with the following findings: a review of the black box showed multiple recurring unexplained power on reset events. The returned battery cap and test cap attached securely to the pump. All battery cap contact measurements were within specifications. A call service 088 alarm from moisture ingress could not be cleared during testing. The complaint of intermittent power was unable to be duplicated during investigation. Moisture was found behind the display lens. A leak was found in the case. The pump was opened to find evidence of moisture throughout the pump internally. Unrelated to the original complaint, the display was dim and pink. Additionally, a hairline battery crack was found at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.